Event description:
During the procedure, the deltapaq cerecyte microcoil ((B)(4)) stretched during insertion into the target aneurysm, and a stent was deployed to apposed the stretched coil. During placement, the coil was left in the aneurysm, while the microcatheter was repositioned. A constant and dedicated heparinized saline source was utilized at all times through the microcatheter, and no resistance/friction was noted between the coil system and microcatheter. After the event, the same microcatheter was used with the next device, and the procedure was completed by filling out the target aneurysm with other coils. Other than what was reported, no other damages were noticed on the device (kink, bend, crack, separated, fracture, etc). The component remains implanted and will not be return for analysis.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The instructions for use cautions to not attempt to use the microcoil system as a guidewire if positioning of the microcatheter is lost during microcoil deployment. If repositioning of the microcoil is necessary, carefully observe the motion of the microcoil in respect to the dpu wire while retracting the microcoil under fluoroscopy. If the microcoil movement is not one-to-one with the dpu wire, or if repositioning is difficult, the microcoil may have become stretched and could possibly break. Gently remove and discard the microcoil system. It cautions that if the microcoil is positioned at a relative sharp angle to the microcatheter, a microcoil may stretch or break as it is being withdrawn. By repositioning the distal tip of the catheter at or slightly inside the ostium of the aneurysm, the microcoil may be more easily funneled back into the microcatheter. Although a definitive root cause conclusion cannot be made, procedural factors including repositioning the microcatheter over the deployed coil may have contributed to the event. With review of the analysis and device history records, there is no indication of any manufacturing issues related to the event. Therefore, no corrective actions will be taken at this time.